Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. A field service engineer (fse) performed onsite investigation of the auxiliary secure tower door and did not identify any hardware faults. Multiple tests, including inventory counts and hta diagnostics, were conducted with no issues observed. The latch mechanism previously replaced was inspected and confirmed to be functioning correctly, and the door recovered normally during manual testing. It was determined that the issue may be due to user handling, potentially from forceful closing of the door. The pharmacy staff was advised accordingly, and the tower door was confirmed to be operating properly at the time of service. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door was previously not working, had been fixed, but subsequently failed again. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.